Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. During support, the patient vomited and due to the movement, access site bleeding occurred. The dressing was changed and manual pressure was held for 15 minutes. The patient also started to code. The patient had ventricular fibrillation prior which required the patient to be shocked three times and to receive 15 minutes of cardiopulmonary resuscitation. The team also observed signs of hemolysis and hematuria that prompted pump repositioning discussions and diuresis. Additionally, optical signal issues were noted. None of these harms or injuries prompted further intervention and the pump remained on for six days til wean and explant.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
Correction g4, h6. The investigation of the reported failure mode has been completed. No product was received for evaluation. Hematuria: the cause of the clinical symptom cannot be determined as insufficient clinical details were provided. Access site adverse event/minor bleed: it is unclear based on the details provided which of the several potential factors, was the cause. For these reasons, the cause of the access site adverse event could not be determined. Optical sensor issue: data logs were reviewed, and the alarms were confirmed. Since clinical details report that the pump was properly positioned without any other details, data logs were inconclusive, and product wasn't returned for investigation, the cause of the optical signal issue could not be determined. Device history review: the device passed all the post sterile inspection checks.